Manufacturer narrative:
(B)(4). Batch # n53l78. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer and the anvil were not present, in addition there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic colon resection and the stapler cut the tissue but didn't staple the tissue. The doctor converted to open and used a second like stapler to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery; what is the doctor¿s experience with firing the device; were any staples seen in surgical field? If so, please describe the shape of the staples. Where in the green range was the indicator located prior to firing; did the healthcare professional receive audible & tactile feedback when firing the device; were the donuts inspected; if so, please describe. Was the washer inspected; if so, please describe. When was the safety released prior to firing the device; what is the current patient status. Response received: the surgeon is familiar with the device. The surgeon fired the device (heard a click), knife blade fired w/ no staples being fired. Surgeon finished procedure by converting to open and using a competitor¿s circular stapler. The staff reported no adverse consequences to patient and the patient is doing fine now.